Event description:
It was reported to boston scientific corporation (bsc) in 2007 that a uromax ultra balloon dilation catheter was used during an ureteral dilation procedure (patient gender, age and weight are unknown). According to the complainant, during the procedure, the balloon did not dilate the stricture because the balloon did not inflate properly. The procedure was completed with a different device (a trilogy balloon, bsc manufacture). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
No consequences or impact to patient. Inflation difficulties. The balloon had a longitudinal tear extending distally from the distal edge of the proximal sleeve bond area for approximately 5mm. In addition, a second longitudinal tear was visible at approximately 3mm distal to the distal edge of the distal markerband extending to the distal sleeve bond area. Furthermore, jagged scratch marks were visible on one of the folded balloon wings. The cause of the reported malfunction is handling. The device history record for this lot was reviewed; no anomalies were noted.